Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly. Pump received with cracked case battery tube noted.

Event description:
The customer reported via phone call that insulin pump was dropped in the pool and it was completely dead. The customer's blood glucose level was 382 mg/dl. It was also reported that there was crack at the back of the insulin pump on the side of the clip. The insulin pump will be returned for analysis.